Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultralink meter displayed the "error 2" message. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient said the issue started on (B) (6) between 7:30 and 7:45 am. He said he did not take any action regarding management of diabetes due to the issue. He said he felt anxiety 5 minutes after the issue started and did not receive any treatment. The patient is on an insulin pump. According to the troubleshooting performed with customer service, the patient's testing steps were incorrect. There was no misuse of the product but the issue was not resolved through retesting. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to injury because the patient's symptoms are not considered indicative of a serious diabetic injury and the patient did not receive any form of medical intervention. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.